Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. A siemens healthcare diagnostics field service engineer was dispatched to the site to investigate the issue. The investigation is ongoing.

Event description:
Falsely elevated troponin I results were obtained on two patient samples. It is unknown if the results were reported to the physician. The results were questioned within the laboratory, repeated, and negative results were obtained. It is unknown if patient treatment was altered as a result of the falsely elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.